Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (atrial fibrillation) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by implant patient registry that approximately 3 years, 6 months, and 26 days post transfemoral tavr with a 23mm sapien 3 ultra valve, the valve was explanted, and a surgical valve was implanted. The patient presented with respiratory distress and pulmonary edema. The patient was found to have severe aortic regurgitation from fixed leaflet likely from valve thrombosis. Per medical records reviewed, the patient presented with respiratory distress and pulmonary edema. The patient was found to have heart failure with congestive heart failure nyha class IV symptoms. Transesophageal echocardiogram (tee) showed a mean transaortic gradient of16 mmhg, severe aortic regurgitation and aortic valve area (vti) of 1.17 cm2. The patient was taking clopidogrel (plavix) and was started on apixaban (eliquis). The patient was evaluated for explant procedure due to severe aortic stenosis and severe aortic regurgitation. Per the explant procedure intraoperative findings: "severe aortic regurgitation from fixed leaflet likely from valve thrombosis." The 23 mm sapien 3 valve was explanted on (B)(6) 2025 and replaced with a 23 mm inspiris valve. The patient was discharged home with both eliquis and plavix.